Event description:
It was reported that a power source alert occurred when the caller was using both the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to plug the wall adapter into a functioning outlet and wait for at least 30 minutes to initiate charging. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. The pump was replaced as a goodwill gesture. The customer reverted to an alternate method of insulin therapy.